Manufacturer narrative:
The patient/family was the initial reporter , so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided. This event is related to MDR # 1810909-2020-00510.

Event description:
The customer reported that he obtained blood glucose readings of 150 mg/dl at 9:04 p.m. On the contour next one meter and 80 mg/dl at 9:09 p.m. On the contour meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next one meter and contour next test strips from lot # 9lpec51d for evaluation. However, the returned vial of test strips contained only one strip. Therefore, the in-house contour next test strips from lot # 9lpec51d were tested with the returned meter using a blood sample, which gave a satisfactory performance.